Manufacturer narrative:
As reported, capsure fixation device deployed three consecutive shots during use. The user was able to sue the same device to complete the procedure with no further issues. Based on photo review, there does not appear to be any damage to the cannula or housing. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during inguinal hernia repair, the surgeon tried to fixate the 3dmax light mesh using capsure fixation device. It was reported that device deployed three fasteners in tandem on one attempt which were found to be deployed into one another. As reported, this issue occurred once during use of the 30-fastener device. The 3 tandem fasteners failed to fixate the mesh, and the device was not used in hard structure. The procedure was completed with same device. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fixation device deployed three consecutive shots during use. The user was able to use the same device to complete the procedure with no further issues. Based on photo review, there does not appear to be any damage to the cannula or housing. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once during fixation. The device functioned as intended during functional and simulated use testing with deploying 22 remaining fasteners without any issue. No manufacturing anomalies found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during inguinal hernia repair, the surgeon tried to fixate the 3dmax light mesh using capsure fixation device. It was reported that device deployed three fasteners in tandem on one attempt which were found to be deployed into one another. As reported, this issue occurred once during use of the 30-fastener device. The 3 tandem fasteners failed to fixate the mesh, and the device was not used in hard structure. The procedure was completed with same device. There was no reported patient injury.